Event description:
It was reported that the right atrial (ra) his bundle lead exhibited oversensing of underlying rhythm, in both bipolar and unipolar configuration. The ra lead sensitivity was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 620bg35 heart band, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.